Manufacturer narrative:
Device is a combination productdevice evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician used a defibrillator, anti-arrhythmic drug, and 'boost pressure' drug in response to the ventricular tachycardia and ventricular fibrillation. The documented cause of death is reported as ventricular tachycardia and ventricular fibrillation. The physician does not fell the taxus liberte stents are related to the patients death.

Event description:
Same case as MFR# 2134265-2011-00787. It was reported that during a stenting treatment procedure, an aneurysm occurred and post procedure the patient died. The patient presented with unstable angina. Vascular access was obtained through the radial artery. The 70-90% stenosed, 5-6mm in diameter and 15-20mm in length, de novo and eccentric lesion being treated was located in the moderately tortuous and non-calcified mid to distal right coronary artery (rca). The lesion contained a >45 to <90 degree bend. The lesion was not predilated due to the large diameter of the vessel. After the physician implanted a 5.0x24mm taxus liberte stent, an aneurysm was found in the proximal portion of the vessel. The 5.0x24mm stent was not well apposed to the vessel wall and slow blood flow formed, timi flow was 0. The physician used 2.50x20mm non-bsc balloon to dilate the stent and the lesion in mid rca. A 5.0x20mm taxus liberte stent was implanted in the mid rca. Timi flow 1 to 2 was achieved. A temporary pacemaker was placed before ending the procedure. Four hours post the procedure, the patient experienced ventricular tachycardia and ventricular fibrillation. Rescue efforts were performed, but the patient died 2 hours later.